Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, dyspareunia, bleeding, and dysuria. On 01/02/2007 the patient underwent a hysterectomy due to cervical prolapse and tear. Mesh erosion and excision were completed on (B)(6) 2008 and (B)(6) 2012. (B)(4). Dyspareunia. Dysuria. Cervical prolapse. Cervical tear.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03679. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, cystocele, rectocele, and enterocele. It was reported that following insertion patient experienced pain and bleeding. No additional information was provided. (B)(4).